Manufacturer narrative:
Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf impact code f08 captures the reportable event of hospitalization for epigastric pain. Imdrf impact code f2303 captures the reportable event of the analgesic administered. Imdrf impact code f2203 captures the reportable event of the abdomin-pelvic CT scan performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a malignant biliary obstruction through a biliary drainage, during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2025. Three days after the stent placement procedure, on (B)(6) 2025, the patient was hospitalized for epigastric pain and vomiting. An abdomin-pelvic CT scan was performed on (B)(6) 2025, and an analgesic was administered. The patient was discharged on (B)(6) 2025.